Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6 the following sections were corrected: d1; d4 UDI; h6 clinical code h6: suggested component code: mechanical (g04) head visual examination of the provided picture identified an explanted head, liner, and shell covered in bio-debris. No further analysis can be made from the provided picture. Head: review of the device history records identified no deviations or anomalies during manufacturing. Liner: review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A radiograph was provided and not reviewed by a health care professional as the date on the x-ray did not correlate with the reported event. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 65620005421 lot # 62729667 shell porous without holes 54 mm o.d. With calcicoat ceramic coating. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital retained for the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately ten years post-implantation, the patient underwent a left hip revision due to a dislocation. Surgeon changed cup to a dual mobility cup. Attempts have been made and no further information has been provided.